Event description:
Reporter alleged, the lancet needle that is a part of the multiclix system used in finger-stick blood glucose testing would intermittently not retract after using the system. No treatment was reported. No indication of adverse event related to device use noted. A request was made for the return of the suspect device, and replacement product was sent.